Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on (B)(6) 2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: inflammation/irritation and anxiety.

Event description:
Patient reported "pain, cramps and burnings feeling since few weeks." This record refers to the left device. Device remains implanted.